Manufacturer narrative:
One reflexion spiral ep catheter was returned for eval. Visual inspection revealed the proximal edge of electrode 4, along with the proximal portion of its uv trim was pushed distally on the spiral loop of the catheter. In addition, a section of the spiral loop straighter circumference was split and gouged. Functional testing revealed the spiral straightener caught on the damaged electrode 4. As a result of this finding, sjm is performing further investigation. The catheter met specs prior to release from sjm mfg facilities as supported by the device history record.

Event description:
During an atrial fibrillation procedure using a reflexion spiral ep catheter, electrode 4 became partially detached. After manipulating the reflexion spiral ep catheter for 30 mins in the left atrium around the ostium of the pulmonary veins, an attempt was made to remove the catheter through a swartz introducer; however, resistance was noted. Upon removal of the catheter, it was noted that electrode number 4 was partially detached from the catheter's shaft. Analysis of the returned device confirmed the damage to electrode 4.